Manufacturer narrative:
Patient code: c54027 device code: c62917, c53996 evaluation codes, results: 313 inherent risk of procedure (migration) 321 caused by another drug/device (other manufacturer¿s stent graft was implanted pulling the talent stent graft to proximal side) evaluation codes, conclusion: 40 another device caused failure (other manufacturer¿s stent graft was implanted pulling the talent stent graft to proximal side) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm in diameter x 7.3 cm in length saccular thoracic aortic aneurysm in zone three. The proximal thoracic neck is 27 mm in diameter and the distal thoracic neck is 28 mm in diameter. It was reported that one week post index procedure, the aneurysm diameter was 7.1 cm in diameter due to a proximal type I endoleak. A follow up CT scan revealed that the proximal type I endoleak disappearance without intervention. The one year follow up cr scan revealed that the aneurysm was 5.8 cm in diameter. It was reported that two years post index procedure, the patient presented with a new aneurysm proximal to the talent stent graft. The physician stated that there was no relationship between the new aneurysm and the device or the procedure. The physician elected to treat the new aneurysm with an additional stent graft from another manufacturer. The other manufacturer's stent graft was implanted proximal to the (B)(4). The distal end of other manufacturer's stent graft overlapped the (B)(4) proximal end. It was reported that 43 months post index procedure the CT revealed that the talent stent graft was on the greater curvature and migrated away from the (B)(4), the (B)(4) remained at the initial implantation location and there were no endoleaks present. The physician stated that when the other manufacturer's stent graft was implanted it caused the talent (B)(4) to pull to the proximal side resulting in the migration of the talent. The physician elected to implant other manufacturer's stent graft and the migration was resolved. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the 48-month post-operative follow up revealed that the talent stent graft migrated greater than 10 mm. It was noted that it was pulled proximally.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.